Manufacturer narrative:
On march 31, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgeon-caused deflation during capsulectomy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ latina female patient underwent a primary breast augmentation with 425cc mentor smooth round moderate plus profile saline breast implants experienced postoperative right-sided capsular contracture (baker grade unknown). The patient reported that the diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a capsulectomy on (B)(6) 2019. The surgeon intended to perform the capsulectomy and re-use the same implant. However, the surgeon accidentally nicked the device with a surgical tool and caused a deflation. The surgeon then removed the device and replaced with a 425cc mentor smooth round moderate plus profile saline breast implant (catalog number: 3502425, serial number: (B)(4)).